Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The siemens regional support center (rsc) investigated this issue and reviewed instrument data. The rsc found that the same reagent flex and reagent well set that the discrepant low result came from produced no other discrepant pbnp results. The rsc found that the pbnp qc data showed good precision and accuracy. The rsc discovered that the affected sample was the only one run in cups and the same sample was then transferred to small sample container (ssc) to perform repeat testing on the alternate dimension vista instrument. The rsc concluded that the event was a sample specific issue. A siemens headquarters support center specialist reviewed the instrument data and discovered that the pressure profile during aliquotting showed an atypical profile, which is consistent with a sample integrity issue. The cause of discordant, falsely depressed pbnp result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed n-terminal pro-brain natriuretic peptide (pbnp) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed pbnp result.